Event description:
The pt reported numbness from the waist down and inability to move after new leads were implanted. The pt reported the leads and extensions were removed. The neurostimulator remained implanted. Add'l info has been requested by medtronic from the health care professional regarding the reported event. There is no record the leads and extensions were not returned to the MFR for analysis.